Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges.".

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) for a blood glucose (bg) level of "high"; specific value not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was using humalog u-200 insulin with the pump, had loaded cold insulin into the cartridge, and had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog u-200 insulin is off-label per the user guide and that humalog insulin is indicated for use with tandem supplies for 2 days. Customer was discharged from the ICU two days later with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.